Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis, and elevated metal ion levels. Review of invoice history could not confirm revision. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2014-07670, 07672 and 09081).

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis, and elevated metal ion levels. Review of invoice history could not confirm revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records revealed the revision procedure was performed on (B)(6) 2014 due to pain and to improve function. The patient's operative report noted a pseudotumor and corrosion at the femoral head junction. The cup, head and taper adapter were removed and replaced with a competitor's cup and biomet head and taper adapter. Additional information received noted that on (B)(6) 2013 patient's blood was tested.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07670 and 07672).